Event description:
It was reported that the battery remaining in this device has an elective replacement indicator after less than five years of implant. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. Also, the shock impedance is less than 30 ohms. The system remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the battery remaining in this device has an elective replacement indicator after less than five years of implant. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. Also, the shock impedance is less than 30 ohms. The system remains implanted, however technical services recommended explant. There were no adverse patient effects.